Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause is due to air being sucked into the disposable after the supply bag fell and disconnected. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) on the home choice (hc) during dwell 4 of 4. The home patient (hp) stated that the final bag fell and became disconnected. The technical service representative advised the hp to discard supplies and finish with manuals. Product surveillance contacted the nurse on (B)(6) 2010. The nurse stated the patient had not reported this event to her. The patient was doing fine with therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed. A follow-up report will be submitted if any additional information is received.